Event description:
After the implantation, there was overdrainage. After stabilization of the patient, probably owed to an adjustment in high pressure, the valve was ligatured. In september, the valve was explanted. The doctor requested to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer on 09/15/2008. Results of analysis will be developed in a follow-up report.